Event description:
Customer reported that the alarm is not sending a signal to the nurse's station. The date of the event is unknown. No patient injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. The unit sends a signal to activate the red led at the nurse call test fixture when weight is removed from the sensor pad. However, when the nurse call cable is wiggled, the red led at the nurse call test fixture toggles on and off. Visual findings there are cracks on the dust covers outside of the battery compartment. Also, the nurse call receptacle is loose, therefore it does not secure the nurse call cable.